Event description:
It was reported that the device exhibited an issue of failure to interrogate, suspicion of premature battery depletion. The device was explanted and replaced. The patient was in good condition with no adverse events